Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0 mm icm120v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting associated with elevated iop, narrowing of the angle and shallowing of the acd. The lens was exchanged for a shorter model.